Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: patient was 78 years old at time of enrollment. E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6).

Event description:
Eminent clinical study it was reported that restenosis occurred. Subject was enrolled in the eminent study on (B)(6) 2020 and the index procedure was performed on the same day. The target lesion was located in right mid-superficial femoral artery (sfa) with 80% stenosis and was 80 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm and was classified as tasc ii a lesion. The lesion was treated with pre-dilatation followed by a placement of a 7 mm x 80 mm study stent. Following post dilatation, residual stenosis was 0%. On (B)(6) 2020, the subject presented to the protocol scheduled six month follow-up visit, and duplex ultrasound revealed 80% severe stenosis distal to the stent placement in right sfa. There was mild claudication. Revascularization was performed to treat this event. No additional patient complications have been reported for this event. It was further reported that on 17 feb 2020, the patient was discharged with antiplatelet therapy. On (B)(6) 2020, the patient was hospitalized for a planned re-intervention. The subject had stage ii paod (peripheral arterial occlusive disease). On (B)(6) 2020, the 80% stenosis in the right distal sfa, which was 45 mm long with a reference vessel diameter for 7 mm, was treated with percutaneous transluminal angioplasty (pta), stenting and drug coated balloon angioplasty. During the procedure, the stenosis was treated with pre-dilation using a 5 x 40mm balloon, subsequently post-dilation was performed using a 7 x 40 ranger drug coated balloon (dcb), followed by 7 x 80 mm non-bsc stent placed in the extension of the stent distally. Later, again, post-dilation was performed using 7 x 40 mm unknown balloon. Post treatment, residual stenosis was 0%. Final angiography revealed a satisfactory result and the event was considered resolved. On (B)(6) 2020 subject was discharged in good general condition.

Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: patient was (B)(6) at time of enrollment. (B)(6).

Event description:
(B)(6) study. It was reported that restenosis occurred. Subject was enrolled in (B)(6) study on (B)(6) 2020 and the index procedure was performed on the same day. The target lesion was located in right mid-superficial femoral artery (sfa) with 80% stenosis and was 80 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm and was classified as tasc ii a lesion. The lesion was treated with pre-dilatation followed by a placement of a 7 mm x 80 mm study stent. Following post dilatation, residual stenosis was 0%. On (B)(6) 2020, the subject presented to the protocol scheduled six month follow-up visit, and duplex ultrasound revealed 80% severe stenosis distal to the stent placement in right sfa. There was mild claudication. Revascularization was performed to treat this event. No additional patient complications have been reported for this event.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: patient was 78 years old at time of enrollment. E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6).

Event description:
Eminent clinical study: it was reported that restenosis occurred. Subject was enrolled in the eminent study on (B)(6) 2020 and the index procedure was performed on the same day. The target lesion was located in right mid-superficial femoral artery (sfa) with 80% stenosis and was 80 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm and was classified as tasc ii a lesion. The lesion was treated with pre-dilatation followed by a placement of a 7 mm x 80 mm study stent. Following post dilatation, residual stenosis was 0%. On (B)(6) 2020, the subject presented to the protocol scheduled six month follow-up visit, and duplex ultrasound revealed 80% severe stenosis distal to the stent placement in right sfa. There was mild claudication. Revascularization was performed to treat this event. No additional patient complications have been reported for this event. It was further reported that on (B)(6) 2020, the patient was discharged with antiplatelet therapy. On (B)(6) 2020, the patient was hospitalized for a planned re-intervention. The subject had stage ii paod (peripheral arterial occlusive disease). On (B)(6) 2020, the 80% stenosis in the right distal sfa, which was 45 mm long with a reference vessel diameter for 7 mm, was treated with percutaneous transluminal angioplasty (pta), stenting and drug coated balloon angioplasty. During the procedure, the stenosis was treated with pre-dilation using a 5 x 40mm balloon, subsequently post-dilation was performed using a 7 x 40 ranger drug coated balloon (dcb), followed by 7 x 80 mm non-bsc stent placed in the extension of the stent distally. Later, again, post-dilation was performed using 7 x 40 mm unknown balloon. Post treatment, residual stenosis was 0%. Final angiography revealed a satisfactory result and the event was considered resolved. On (B)(6) 2020 subject was discharged in good general condition. It was further reported that on (B)(6) 2021, the subject presented with mixed set of paod (peripheral arterial occlusive disease) associated symptoms in right calf with slight difficulty in walking. Duplex ultrasound revealed 80% severe stenosis distal to the stent placement in right sfa and pvr (pulse volume recording) was approximately 7.5 on the right. Ankle brachial index (abi) was 0.81. Additional angiography core lab analysis on 07-sep-2020 in right mid sfa revealed unknown inflow and outflow. Isr restenosis pattern was edge distal with absence of thrombus and aneurysm.